Manufacturer narrative:
The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. Olympus repair center found that the device power supply board was broken. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc surmised that this phenomenon attributed to the failure of the power supply board. Aging deterioration may have caused the defect because 6 years have passed since the device was manufactured. If significant additional information is received, this report will be supplemented.

Event description:
During the procedure, the user found that the power of the device was turned off and restarted suddenly. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.